Event description:
The following was reported "I&d of a left knee triathlon with tibial insert exchange due to infection and did soft tissue releasing."

Manufacturer narrative:
The following devices were also listed in this report: tritanium patella-asymmetric; cat# 5552-l-299 ; lot# vunk1. Triathlon p/a cr beaded #3l; cat# 5517f301 ; lot# rys3u. Tritanium bplate triathlon s3; cat# 5536b300 ; lot# ctd120152. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.